Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the tightening of monitor cable caused the issue. The cable was replaced. (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that a software failure has been detected. As a consequence the device stopped and restarted. There was no patient/user impact reported.